Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a trifecta valve was implanted. On (B)(6) 2017, stenosis and severe leakage of the trifecta valve was noted with global cardiac decompensation with initial pre-tamponade. A probable leaflet tear of the las and ra/la commissure was suspected. The patient was too weak for a redo surgery; a valve-in-valve was performed using a 23 mm corevalve. The patient is reported to be stable.